Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly resulting in pump shutting down. Customer¿s blood glucose level was displayed as ¿high¿; however, a specific value was not provided. Bg level was addressed via correction injection. The customer continued to use the pump for insulin therapy. It was also reported that the insulin gauge was inaccurate. The customer declined follow-up from tandem technical support regarding the issue, therefore no additional information was obtained.